Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the buttons on the insulin pump are damaged. The customer's blood glucose reading was 6.1 mmol/l. The customer stated that the pump fell and the buttons are not working properly. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. All of the buttons functioned properly. The insulin pump was received with a cracked reservoir tube lip, scratched case, severely scratched display window and a torn keypad overlay.